Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient has not charged their ins since 2014 due to an unrelated medical issue and they stopped charging because the stimulator was causing more pain in their leg than without the stimulator. The patient¿s managing hcp would be removing the ins this coming (B)(6). No further complications were reported/are anticipated.